Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient who was receiving 10 mg/ml of dilaudid at 1.51 mg/day via an implantable pump for non-malignant pain and failed back syndrome-other. On (B)(6) 2017, it was reported that the patient observed an error code on their personal therapy manager (ptm). The error code was 8474. The patient noted that their ptm was programmed on (B)(6) 2017 and the code was observed on (B)(6) 2017. Additional information was received on (B)(6) 2017. The patient reported that their hcp reported that their pump had quit and had a reset error. According to the hcp, there was a complete failure and the pump had to be reset. The pump was in safe state mode and the default dose was activated. The patient reported that the pump was working at the time of the report. Additional information was received on (B)(6) 2017. It was reported that the patient was sent home on (B)(6) 2017 with the pump programmed back to original settings. The patient's pump reportedly alarmed again and the patient returned to the clinic on (B)(6) 2017. The patient's hcp read the pump logs and "safe state" and "reset, low battery" were reported. No further complications were reported.